Event description:
The customer reported an issue involving the reporting of mononuclear (mn) and polymorphonuclear (pmn) body fluid cell counts within the flexlab x workflow. The problem was identified on (B)(6) 2026, when the laboratory noticed that mn and pmn results displayed in the laboratory information system (lis) did not correspond to the values displayed by the analyzer interface. According to the information provided, the results for mononuclear cells were displayed as polymorphonuclear in the lis, and vice versa. According to the information shared by the distributor, the misreporting occurred between (B)(6) 2026. During this period, 15 samples from 8 patients were affected. For one of them, the inverted mn/pmn values contributed to the continuation of unnecessary antibiotic therapy for approximately two additional days.

Manufacturer narrative:
The distributor confirmed that the third party analyzer (advia hema) was performing within specifications and that no malfunction of the instrument was detected. The discrepancy was attributed to a configuration error within flexlab x software data management system (dms), which transmits the test orders and test results between the third party instruments and lis. In dms the request/result transmission codes for the two tests had been incorrectly configured. According to the distributor investigation, the issue originated from a mistake made by their service personnel during the dms configuration, although no detailed explanation of the specific configuration step involved was provided. They also clarified that the inpeco documentation used during the configuration was correct. Therefore, no further actions foreseen.